Event description:
In 2002, the pt was implanted with a vented electric left ventricular assis device (lvad). In 2004, the vad coordinator contacted the MFR reporting that the pt at home had been experiencing yellow wrench and red heart alarms. The vad coordinator asked the pt to come into the hospital for eval. The pt had come in woth the power limit advisory. The MFR asked the vad coordinator about the red heart alarm, and they stated that both would go off about every 30 minutes, but that nothing other than power limit advisory was in bold on the system check screen. The pt's spouse stated that the pump had been slowing down and speeding up and had a few momonts of stalling. The pt had been changing the vent filter daily. The vad coordinator stated that about a teaspoon of dust came out of the vent adapter that morning. The pt has had a sbp of 100 to 110 and running in fixed rate mode of 60. The vad coordinator placed the pt at 50 to try and conserve the pump. The MFR instructed the vad coordinator to send in the vent filter and wvae card for analysis. The MFR also went over the stroke volume limiter, actuation. And anticoagulation at the physician's discretion. The physician is planning to do a pump exchange.